Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse found that the incubator turntable was making a grinding motor noise. The fse attempted to repair and align, and replaced the incubator assembly. The fse performed adjustments and verified proper operation correcting the reported issue. The customer ran controls and verified the results. The aia-2000 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was related to the incubator. A complaint history review for serial (B)(4) was conducted from 02-feb-2015 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported receiving an error message 2151 (incubator cup error) with their aia-2000 analyzer. The customer can clear the error with a all set home and also was able to perform a version up. The customer re-ran, however, the error continues. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.